Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The meters uom is locked to mg/dl. The meter's memory log can confirm the reading of 291 mg/dl reported by the patient, but at later time than the reported medication change occurred. The meter's memory log also indicates one reading of 249 mg/dl occurred before the medication change.

Event description:
A customer reported receiving readings of 225 mg/dl and 291 mg/dl on their freestyle meter. All readings were taken from the finger and within a ten minute timeframe. The customer reported changing her medication based on a the readings. The customer lost consciousness and was taken to the emergency room. The customer was given orange juice. The customer reported readings taken from a hcp meter of 120 mg/dl and 261 mg/dl.